Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose prior to dinner during the first week of ilet pump use, and earlier in the day had elevated blood glucose at lunch that triggered a pump-delivered correction bolus with subsequent downward trend; the user uses an inset with 23-inch tubing and received troubleshooting and education on pump best practices during the learning phase. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral glucose tablets and stabilization of blood glucose. Investigation included user interview and review of the reported blood glucose trends. Investigation of this case revealed no reported device alarms, no device malfunction identified, and an unclear cause for the hypoglycemic event during early adaptation to pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.